Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient also alleges "coughing fits". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the third-party service center for further evaluation. The device was evaluated. There was corrosion found on the power connector of the unit and the unit could not be power on mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Dust/dirt was observed, and the unit has been scrapped.